Event description:
Report received of "the air vent filter popped out of the convertible pin resulting in taxol spillage". Customer reported a pt was receiving an unspecified dose of taxol at an unspecified rate. The health care provider went to the pt's room to check the fluid level of taxol. When the nurse was moving the brown chemo protective bag, the air vent filter "popped out" which caused approximately 5ml of taxol to leak. The health care provider "got splashed with the taxol on arm and uniform". Reporter stated that "the nurse immediately washed the affected area thoroughly with soap and water". The nurse did not experience any adverse effects. There was no report of pt contamination. The health care provider clamped the tubing and changed to a new administration set. The infusion was then resumed without problem. The pt did not experience any adverse effects, and no delay in therapy was reported.